Manufacturer narrative:
(B)(4). Date sent: 7/12/2016. Batch # n90984. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, first time they stapled outside the patient as the agency nurse wanted to see how big the staple was. The second staple fired but proceeded to fall off. The 3rd staple jammed as did the 4th and 5th. They took the device out of the patient to remove the jammed staple but it kept jamming. The second stapler worked well. There was no adverse consequence to the patient reported.